Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during an electrophysiology case in preparation for patient use, (age & gender unknown), the device displayed a "system fault 36" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log provides evidence of the customer's report. The history log indicates a communication issue between defibrillator, paddles, and multi-function cable. Follow-up communication with the customer confirmed that the multi-function cable and pad set may have been exposed to liquid prior to the reported malfunction. The associated paddles and multi-function cable were not returned to zoll for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.